Event description:
The customer initially complained of experiencing high blood glucose levels. The customer's blood glucose reading was 392 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The initial prime test failed. However, after changing the infusion set, the prime and high pressure tests passed. When the customer removed the infusion set, the cannula was bent. The customer's wife later called back and reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 31 mg/dl. It was found that the customer may have miscalculated the amount of carbohydrates he ate for breakfast. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.